Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump (lvp) was in the biomedical shop with a red tag that read, "channel error". It was tested and checked and found that the upper pressure sensor was bad. The upper pressure sensor was replaced and the device was subjected to preventative maintenance for quality control. There is no further information available.